Manufacturer narrative:
None of the identified lots were returned to kerr corporation for evaluation; therefore retain samples were tested and met specifications for adhesive strength. A review of the manufacturing records for each of the three identified lots indicated that there were no non-conformances or variances during the manufacturing process. In addition, a review of complaint database trending for each lot showed that no similar complaints were received. These investigation results have led to the conclusion that the alleged debond was an isolated incident and was not the result of a product failure. The doctor was unable to provide information on the current health condition of the affected patient. He did, however, disclose that a different product was used for re-cementation. Tested retain samples.

Event description:
On (B)(6) 2011, a doctor alleged that forty (40) patients experienced the debonding of crowns initially placed with maxcem elite. The doctor identified three lots of maxcem elite that were in use at the time the debonds occurred; however he was unable to provide the number of patients affected by each lot. This MDR is the thirty-seventh of forty reports.